Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause pain during insertion, bleeding/bruising or skin swelling and no issues were found. The exact cause of the pain during insertion, bleeding/bruising or skin swelling could not be conclusively determined.

Event description:
The patient experienced pain, bleeding, redness, and swelling at the pod insertion site on the abdomen after 24 hours of use. The patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was removed on (B)(6) 2025, but pain persisted overnight. On (B)(6) 2025, the patient attended (B)(6) hospital, where an x-ray was performed to rule out retained needle fragments. The patient was diagnosed with a localized skin reaction and was prescribed antibiotics and fucidin cream to be applied three times daily.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.